Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead, implanted 2003-(B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead triggered a warning for a polarity switch to unipolar due to low impedance. Undersensing was seen in unipolar mode. The sensitivity was reprogrammed back to bipolar, while the pacing remains in unipolar and lead monitor was turned off. The lead remains in use. No patient complications have been reported as a result of this event.